Manufacturer narrative:
H.6. Investigation: no photo representation was received. No additional evidence of original packaging was available. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported lot was performed for the past 12 months. There were no manufacturing or material defects reported that could have caused or contributed to the reported incident, ¿missing lids¿. There is not enough information to confirm a root cause. However, this complaint was received from pieces sold by a distributor. A weighing system has already been implemented as corrective action for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. Unfortunately, a weighted label placed on the original box by the weighing system is required to identify or confirm this type of issue. The issue likely occurred during repackaging with a distributor. The root cause was inconclusive. H3 other text : see h.10.

Event description:
It was reported that bd recykleen¿ sharps collectors lid was missing. This was discovered before use. The following information was provided by the initial reporter: material no: 305517; batch no: 9116921. It was reported that container was missing lid. Reported issue: per customer, missing one lid for sharps container upon arrival.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd recykleen¿ sharps collectors lid was missing. This was discovered before use. The following information was provided by the initial reporter: material no: 305517, batch no: 9116921. It was reported that container was missing lid. Reported issue: per customer, missing one lid for sharps container upon arrival.